Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt messages) was due to the electrode belt ECG "c&d" wires being cut and severed, damaging wires at the dn plug. The root cause for the severed wires was physical abuse. There was no adverse event that resulted from the damaged belt.